Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check patient line, patient disconnected and reconnected the patient line without following proper emergency disconnect procedure, which is a use error/poor aseptic technique. This review finds the labeling adequate for the related use error(s) in the complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) disconnected the patient line to see if solution was flowing and reconnected during fill 1 of 4 on the home choice (hc). The home patient (hp) stated he disconnected and reconnected to the patient line to see if solution was flowing. The technical service representative (tsr) explained the setup was compromised. The hp would contact the peritoneal dialysis nurse (pdn) regarding the blockage and disconnecting and reconnecting to the setup. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the hp disconnecting and reconnecting to the setup. Ps advised the hp that it is not advised to disconnect and reconnect to the setup during therapy. The hp understood. The hp stated he was doing fine with therapy. There was patient involvement. No patient injury or medical intervention was reported.